Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device reached elective replacement indicator and there may have been premature battery depletion. It was also reported that the patient experienced general fatigue and shortness of breath. The device was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that there was high atrial lead impedance. The lead remains in use.